Event description:
During colonoscopy, spring of button came apart. New button was obtained and procedure finished as planned. No patient injury noted. Manufacturer response for disposable scope buttons, defendo disposable air/water, suction and biopsy valves for olympus gi endoscopes (per site reporter): notified medivators. Arrangements made to return product via (B)(6) to medivators.